Event description:
The company representative reported via email that the customer's insulin pump was alarming no delivery unexpectedly several times during the night as well as a couple of times during the week. The customer was advised that these alarms were interfering with the insulin delivery from the insulin pump. The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.